Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient underwent MRI of the cervical spine. Impession: diffuse cervical degenerative disk disease and spondylosis; mild cord compression at c5-6, secondary to broad right posterolateral disc spur complex, no cord edema. Small central disc herniation at c4-5, small disc protrusion at c7-t1. Bony hypertrophic changes resulting in neural foraminal narrowing at multiple levels. On (B)(6) 2009: the patient underwent nerve conduction study and emg. Impression: abnormal study that showed very mild chronic lower cervical polyradiculopathics on the left. On (B)(6) 2009: the patient presented with right c5-6 radicular pain. The patient underwenta cervical epidural steroid injection #1 with fluoroscopic guidance at c5-6 interlaminar space with right paramedian approach. On (B)(6) 2009: the patient presented with posterior cervical pain with right upper extremity radiating pain. The patient underwent a cervical epidural steroid injection at c5-6 interlaminar space with right paramedian approach under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2009: the patient underwent an emg of her bilateral upper limbs. Positive for right c6 radiculopathy. On (B)(6) 2011: the patient presented with continued complaints of cervical pain, headaches, and right upper limb pain. Impression: chronic neck pain; history of fibromyalgia; cervical spondylosis; tobacco use. On (B)(6) 2009: the patient presented with posterior cervical pain with right upper extremity radiation. Previous MRI of the cervical spine showed a small central disc herniation at c4-5 compressing the thecal sac and right posterolateral braod-based disc spur complex at c5-6 compressing the anterior aspect of spinal cord and compressing exiting right c6 nerve root. On (B)(6) 2009: the patient presented with a preoperative diagnosis of chronic posterior cervical pain with right upper extremity radiating pain; central disc herniation at c4-5 and right posterolateral broad-based disc spur complex at c5-6 compressing the anterior aspect of the spinal cord and compressing the exiting right c6 nerve root. The patient underwent cervical epidural steroid injection with fluoroscopic guidance at c5-6 interlaminar space with right paramedian approach. No patient complications were noted. On (B)(6) 2010: the patient presented with chronic posterior cervical pain with upper extremity radiation. On (B)(6) 2010: the patient underwent MRI of the cervical spine. Impression: mid anterior cervical fusion is noted which appears stable. The previous broad posterior spurs have been removed. There is no acute fracture or listhesis. No cord compression is seen at this time. There is mild central canal stenosis at c4-5 due to broad mild posterior disc bulge and ligamentum flavum hypertrophy. Bilateral uncinated joint hypertrophy at c5-6, left uncinate joint hypertrophy at c6-7 and at c4-5, result in mild to moderate foraminal narrowing. On (B)(6) 2010: the patient presented with a preoperative diagnosis of chronic posterior cervical pain status post anterior cervical discectomy and fusion, c5-6. The patient underwent a cervical epidural steroid injection with fluoroscopic guidance at the c4-5 interlaminar space. No patient complications were noted. On (B)(6) 2010: the patient presented with a preoperative diagnosis of chronic posterior cervical pain status post anterior cervical discectomy and fusion, c5-6. The patient underwent a right c4-5, right c5-6 facet joint injection with local anesthetic and corticosteroid under fluoroscopic guidance. No complications were noted. On (B)(6) 2010: the patient presented with chronic posterior cervical pain status post cervical laminectomy. On (B)(6) 2011: the patient presented with pain, cramping, swelling, and numbness in the legs. The patient underwent an epidermal nerve fiber density analysis. Impression: the nerve fiber density reductions and degenerative changes identified in 50 um sections on which an anti-pgp 9.5 immunostain was performed, are consistent with a moderate neuropathic process affecting small fibers. On (B)(6) 2011: the patient underwent x-rays of the cervical spine. Impression: loss of cervical lordosis with degenerative changes inc luding at c4-5, c6-7, and c7-t1. No acute bony pathology is appreciated. On (B)(6) 2011: the patient presented with neck pain with radiation to the right and left shoulder girdle area. Impression: chronic cervical radiculopathy; myofascial cervical pain component. On (B)(6) 2011: the patient called in with complaints of bilateral lower extremity edema and feeling bloated. States that her legs are a little red. The patient underwent x-ray of the chest. Impression: chronic hyperinflation of the lungs; no active cardiopulmonary disease, no cardiomegaly or cardiac decompression. On (B)(6) 2011: the patient presented for MRI of the shoulder. Impression: subacromial impingement with hypertrophy of the acromioclavicular joint and lateral downsloping of the acromion; tendinopathy of the supraspinatus with partial tear close to the humeral attachment site; benign likely fatty signal changes within the glenoid fossa, there is no destructive process or acute bony pathology. On (B)(6) 2011: the patient presented with feet/ankle swelling. Assessment: edema. On (B)(6) 2011: the patient presented with muscle aches, myalgia in both legs. On (B)(6) 2011: the patient presented with right shoulder and neck pain. Diagnoses: cervical disc herniation with myelopathy; cervical stenosis; cervical disc herniation; radiculitis/ radiculopathy; degenerative disc disease cervical spine. On (B)(6) 2011: the patient phone in with complaints of cramps in her feet and legs, and muscles tightening up. On (B)(6) 2011: the patient presented for a preoperative evaluation. Assessment: osteoarthritis; obesity. On (B)(6) 2011: the patient presented with the following preoperative diagnoses: cervical spondylotic myelopathy with stenosis c4-5, c7-t1, c6-7; herniated disc protrusion c4-5, c7-t1 and c6-7 with a bulging disk at c3-4; degenerative disk disease multi-level cervical /thoracic spine; facet arthropathy multi-level cervical/thoracic spine; neck pain, interscapular pain, posterior occipital headaches; right shoulder impingement; ataxia and hyperreflexia in the upper and lower extremities with positive hoffmann¿s on the right; mil bilateral carpal tunnel syndrome; mild to moderate left ulnar neuropathy of the elbow. The patient underwent the following procedures: cervical corpectomy of c7; anterior cervical discectomy and fusion c4-5, c6-7 and c7-t1; anterior cervical plating c4-5 and c6-t1; peek cage/mechanical spacer at c4-5, c5-6, c6-c7; anterior cervical fusion performed with local autograft bone and demineralized bone graft; fluoroscopic interpretation. No patient complications were noted. On (B)(6) 2011: the patient underwent x-rays of the cervical spine. Impression: postoperative changes indicating discectomy and anterior fusion at two different segments of the cervical spine as indicated. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient presented with the following preoperative diagnoses: cervical spondylotic myelopathy with stenosis c4-5, c7-t1, c6-7; herniated disc protrusion c4-5, c7-t1 and c6-7 with a bulging disk at c3-4; degenerative disk disease multi-level cervical /thoracic spine; facet arthropathy multi-level cervical/thoracic spine; neck pain, interscapular pain, posterior occipital headaches; right shoulder impingement; ataxia and hyperreflexia in the upper and lower extremities with positive hoffmann¿s on the right; mil bilateral carpal tunnel syndrome; mild to moderate left ulnar neuropathy of the elbow. The patient underwent the following procedures: partial laminectomy c4, c5; posterior cervical fusion c3-4, c4-5, c5-6, c6-7, c7-t1; posterior cervical instrumentation c3-t1; posterior spinal fusion performed with local autograft bone, demineralized bone matrix, allograft croutons and rhbmp-2/acs; fluoroscopic interpretation in ap, lateral and oblique planes. Per the op notes, attention was placed on performing a fusion of the facet joints and lateral masses bilaterally using a mixture of local autograft bone, demineralized bone matrix mixed with allograft croutons and rhbmp-2/acs. No complications were noted. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient underwent x-rays of the cervical spine. Impression: there is mild prominence of soft tissue at the posterior aspect of the nasopharynx possibly due to prominent adenoid. Gas was noted in the soft tissue posterior to the cervical spine. On (B)(6) 2011: the patient underwent x-rays of the cervical spine. There is good gross alignment of hardware. There is multilevel degenerative disc disease and facet arthropathy. On (B)(6) 2011: the patient presented with continuing neck pain. The patient underwent x-rays of the cervical spine. Findings: some mild radiolucency at the c3 lateral mass screws with a mild spondylolisthesis which is stable on flexion/extension views. There is significant facet arthropathy posterior. On (B)(6) 2012: the patient presented with foot pain. Assessment: swelling in feet and ankles; peripheral neuropathy. On (B)(6) 2012: the patient underwent x-rays of the chest. Impression: acute obstructive airways disease; no pneumothorax; no cardiomegaly or cardiac decompensation, changes of chronic bronchitis of the perihilar region and the bases. On (B)(6) 2012: the patient presented with a preoperative diagnosis of lateral ankle instability right ankle secondary to chronic ankle sprain. The patient underwent a lateral ankle stabilization procedure of the right ankle with allograft tendon graft, primary tendon repair along with retinacular repair, secondary ligament repair with autogenous concentrated plasma injection. On (B)(6) 2012: the patient presented with headaches and neck stiffness in the mornings. Pain has improved since surgery. The pain is in the right lateral neck, muscle, posterior skull, and scapular. The patient reports occasional numbness and tingling to bilateral hands/fingers. Diagnosis: degenerative disc disease cervical spine; neck pain. On (B)(6) 2012: the patient called in with complaints of left hip pain that radiates into the posterior left knee. On (B)(6) 2012; the patient presented with leg pain, coming from her left hip. Assessment: leg pain; lumbar radiculopathy. The patient underwent x-rays of the lumbar spine. Impression: multi-level disc degenerative changes with narrowing of disc height. Facet arthropathy in the lower lumbar spine. On (B)(6) 2012: the patient presented with dyspnea and cough. Assessment: respiratory failure; pneumonia;chronic obstructive pulmonary disease/asthma. On (B)(6) 2012: the patient presented for preoperative evaluation. Assessment: peripheral neuropathy. On (B)(6) 2012: the patient presented with the following preoperative diagnoses: pseudoarthrosis/ nonunion c3-4, heavy smoker, radiolucency of the c3 screws bilaterally; status post laminectomy c4-5; status post cervical anterior corpectomy of c7 as well as anterior cervical discecomty and fusion at c4-5, c6-7, and c7-t1, and anterior cervical plating of c4-5; facet arthropathy,multilevel cervical and thoracic; neck pain, interscapular pain; upper extremity paresthesia. The patient underwent the following procedures: anterior cervical discectomy fusion at c3-4; anterior cervical instrumentation/ plating c3-4 with a buttress plate, 17 mm; complex revision approach to the right side since patient has had prior right sided cervical approach; structural allograft spacer c3-4, 6mm; fluoroscopic interpretation. No complications were noted. On (B)(6) 2012: the patient underwent arterial doppler exam which included pulse volume recordings of the great toe and ankle blood vessels along with the ankle toe/brachial indexes of both lower extremities. The test was normal. On (B)(6) 2012: the patient underwent x-rays of the cervical spine. Impression: good alignment of hardware, good interval healing. There is multilevel degenerative disc disease and facet arthropathy. The patient¿s incision wound was also examined. Found to have a very small 7mm approximate dehiscent of the corner of the incision which developed after the suturescame out. On (B)(6) 2013: the patient presented with hip and shoulder pain. The hip pain radiates to the knee and low back, intermittent and burning. The right shoulder pain radiates to the neck, burning and stabbing. Assessment: hip pain, shoulder pain. On (B)(6) 2013: the patient underwent x-rays of the cervical spine. Impression: no malalignment or acute bony pathology. The patient un derwent MRI of the cervical spine. Impression: mild bony hypertrophy at the posterior margins of the vertebra of c5 and c5 with no mass effect on the spinal cord or significant central stenosis; mild degenerative changes at c2-3 and c3-4 along with mild hypertrophy of the posterior ligaments at c2-3 with no significant mass effect on the spinal cord. On (B)(6) 2013: the patient underwent x-rays of the right shoulder. Impression: intact right shoulder. On (B)(6) 2013: the patient presented with hip and shoulder pain. Assessment: hip, shoulder, wrist pain. On (B)(6) 2013: the patient presented for x-ray of the hand. Impression: degenerative changes at the interphalangeal joints and the me tacarpophalangeal joints. On (B)(6) 2013: the patient presented with cervical pain, bilateral cervical pain w/ radiculopathy. Assessment: cervical spondylosis without myelopathy; degeneration of cervical intervertebral disc; post laminectomy syndrome, cervical; spinal enthesopathy. On (B)(6) 2013: the patient presented with a pulling and burning sensation over the back of her neck. Assessment: cervical spondylosis without myelopathy; degeneration of cervical intervertebral disc; post laminectomy syndrome, cervical region; spinal enthesopathy. On (B)(6) 2013: the patient presented with neck pain that radiated down between the shoulder blades and behind the ear. The patient also reports a burning sensation in the neck. Assessment: neck pain. On (B)(6) 2013: the patient presented with limited range of motion in the neck. Impression: cervicalgia. On (B)(6) 2014: the patient presented with feet/ankle swelling and a lesion/sore over the right abdomen. Assessment: edema; candidal in tertrigo.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.